Event description:
It was reported that tandem mobi pump generated cartridge alarm during cartridge loading process, and caller confirmed waiting for mobile app prompt before removing used cartridge and loading new one. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed cartridge alarm 30, arranged shipment of replacement pump with updated software, provided storage mode instructions, and instructed customer to return problematic pump within 10 days and to set up pump settings and cgm on replacement device; technical support also arranged replacement cartridge.